Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
It was reported that the ventilator had a low leak c02 rebreathing risk alarm. There was no patient involvement. The customer troubleshot with technical support and while performing a performance verification test (pvt) the unit was failing the high pressure leak test. The customer was advised to check all o-rings an apply krytox during reassembly and to complete the pvt do diagnose any issues that may be causing the low leak alarm.

Manufacturer narrative:
G4: 13apr2020. B4: 14apr2020. The customer stated the issue was resolved and the unit was return to use. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.